Manufacturer narrative:
Model number/catalog number: sc-252-50, serial number: (B)(4), batch/lot number : 14305261, model/catalog description: linear 3-4 lead 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing loss to stimulation due to lead migration. The patient underwent a lead revision procedure wherein the leads were replaced. No device malfunction was suspected. The patient was doing well postoperatively.